Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. It was received for analysis an unopened sample. During the visual inspection, it was observed that top foil was ripped and damaged. However, no conclusion could be reach as to may caused the reported incident. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident. A photo of an unopened sample was received for analysis. Upon visual inspection of the picture, a damaged on the top foil of the unopened sample was observed. However, no conclusion could be reach on how this happen.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device mjm295 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The primary package of the suture was found damaged prior to planned use. No additional information could be provided. The device was not used on the patient. Upon review of photo of the unopened sample, it was observed that top foil was ripped and damaged.